Event description:
Customer reached out to saalt on 5/6/2019 letting us know she was having trouble removing her cup. Saalt responded within 45 minutes of receiving the initial email from the customer and provided removal tips and a phone number to call for additional assistance. We did not ever receive a phone call from the customer. On 5/7/2019, the customer let us know that she ended up getting medical assistance to remove the cup. We followed up with the customer offering our support, removal tips, and issued a refund for the cup.